Event description:
It was reported that during a gastrectomy procedure, there was a solid tone that occurred about one hour after starting the surgery. Another device was used to complete the case. There were no adverse consequences to the patient.